Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut in the line of an unspecified quantity of homechoice cassettes; further described as ¿in the circumference of the tubes¿. This was observed before use of the devices for peritoneal dialysis therapy. As a result, the cassettes with cuts were not used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: nine (9) actual devices were received for evaluation. A visual inspection with the naked eye noted scratches greater than 0.60mm2 on the heater line and drain line and scuff marks on all tubing located above the tack weld. The scratches were cosmetic in nature and did not affect the functionality of the set. Functional testing was performed on one (1) sample, including leak and clear passage testing an there were no issues observed. The reported condition was verified. The cause of the condition was related to manufacturing caused by the grippers during the automation assembly process. Should additional relevant information become available, a supplemental report will be submitted.